Event description:
Electrical damage allegedly occurred by the junction box and hand control. No injury is alleged.

Manufacturer narrative:
Device was received and inspected. Information suggests a nicked/pinched ac line cord had precipitated failure. Malfunction not confirmed.